Event description:
My biomed called rn (she called in the ticket) and she said they programmed the pump to deliver 100 ml/hr of blood and that it still did not deliver any blood, she said it looked fine initially but then noticed it was not delivering anything at all so she adjusted to 120 ml/hr and it still did not deliver any blood. She changed the IV set in-between checking the settings and still had the same issue. She eventually changed the pump and the brain (new pump and brain) and did not have an issue with the new one. She also had it set to deliver 180 ml/hr. There was no patient harm per rn.